Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was realigned to resolve the issue.block a: no patient information to date after calls to customer (B)(6) 2024 and (B)(6) 2024.legal manufacturer:hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, bellows realligned, and case resumed on unit. There was no patient injury.